Event description:
The rptr's mother stated that her son had gotten er1 messages last month while visiting his father.his father turned the meter off and on, retested and got acceptable results. There was no allegation of harm.